Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient¿s parents stated the cgm was displaying 230 mg/dl; however, the patient¿s bg was over 600 mg/dl (the glucometer read high). The patient was taken to the emergency department as recommended by her endocrinologist, treated with fluids via intravenous (IV) therapy and was discharged home after a few hours. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.